Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause could not be determined. However, based on the results of the investigation, it is believed that the reported event occurred due to an abnormal communication with the endoscope. Additionally, the poor connection of the light source cable and poor communication with the internal board of the light source device could have also contributed to the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 27april2021 from (B)(6) noting that the problem was first noticed prior to the procedure. He could not provide the specific procedure being performed. However, he did note that no other devices were involved, and the procedure was completed without delay using a new device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel for assistance. Tac recommended the customer clean the device with isopropyl alcohol. Once reinserted the error code reappeared and there was no image, the issue was isolated to the scope. The device is not scheduled to be returned.

Event description:
As reported, the evis exera iii xenon light source was presenting a b30 scope communication error. There was no patient harm or consequence reported as a result of this event.